Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Foreign material was stuck to the distal end of the subject device. There was no abnormality of the resistance between the forceps cup and the plug of the handle. The subject device was connected with the cord (mh-969) owned in omsc and there was no irregularity in connection. The subject device was connected with the generator (esg-100) owned in omsc and there was no irregularity in output. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes: the current density decreased due to burnt tissue attached to the distal end. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The current density decreased because the target area was immersed with mucus or blood. The above device handling has been warned in the instruction manual as follows. Before use, prepare and inspect the instrument and a cord as instructed below. Should the slightest irregularity be suspected, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, mucous membrane damage or thermal injury and may result in more severe equipment damage. Insert the a cord jack into the plug and confirm that it clicks into place. Aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering. Pull the tissue when applying the current.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the doctor used the subject device for hemostasis, but the subject device did not activate output. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of output.